Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the (malfunction or reported issue).

Event description:
Consumer reported that she noticed string bunched up and was unable to access the string during removal. Consumer had to manually remove the tampon.